Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the device was inspected before use and the procedure was completed. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The air/water nozzle was flushed with the detergent solution. The customer also noted that ¿since it is a hard water area, things like limescale adhere little by little. This may be due to the accumulation of residual water in the pipes that dries up because the frequency of use is not high.¿ a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope, and 3.8 inspection of the endoscopic system. -inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the inspection it was found that foreign matter was clogging the nozzle due to insufficient cleaning. Additional findings were as follows: the bending section cover had a crack, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a poor water supply. Upon inspection and evaluation of the returned device it was found that foreign matter was clogging the nozzle of the device. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.